Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the incision was open and draining on (B)(6) 2025. The surgery took place to open, irrigate, and close the incision. The patient received antibiotics. The incision has since healed and the potential infection was resolved.

Event description:
It was reported the patient underwent surgery on (B)(6) 2025 where in the back thoracic incision was opened, drained, irrigated, and closed. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.